Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 13-apr-2022. A review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained and returned cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ag (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for total b-hcg cartridge lot m21341.

Event description:
Na.

Manufacturer narrative:
Apoc incident #: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2022, abbott point of care (apoc) was contacted by a customer regarding I-stat b-hcg cartridges that yielded a positive result on a male patient. Although there was no repeat on I-stat, the customer further stated that controls performed on (B)(6) 2022 on a negative control showed a positive result. There was no additional patient information at the time of this report. Per abbott point of care art: (B)(4): intended use the I-stat total beta-human chorionic gonadotropin (b-hcg) assay is an invitrodiagnostic test for the quantitative and qualitative determination of beta-human chorionic gonadotropin in whole blood or plasma samples. B-hcg can be used for the detection of early pregnancy. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.